Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. The previous report identified the phenomenon's root cause. This supplemental report identifies additional types of investigations and manufacturing date of the device.olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The returned asset device was evaluated. Inspection found no output when testing open circuit rms voltage check due to faulty sprf board. A review of the fault log revealed error 400 ref 26 (nine times) which is generated if a turis electrode is attached and activated without a saline solution being present, or there is an electrode connection fault. Additionally, the fault log revealed error 300 ref 21 (one time) which indicates a persistent over voltage or current error. This is very often caused by metallic objects in the vicinity of the electrode tip causing a short or faulty or cable. Poor operating technique and saline temperature can cause this error. Based on evaluation findings, the reported issue was identified to be attributed to a faulty sprf board. The root cause of the faulty sprf board was due to electronic component failure. This report will be supplemented accordingly following investigations.

Event description:
No output was reported when testing open circuit rms voltage check due to faulty sprf board. The issue occurred during an asset return inspection. There was no patient involvement, no user injury reported due to the event.